Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was approximately "10 minutes off". Tandem technical support guided the customer through adjusting the pump time. Customer's blood glucose level was 150 mg/dl.